Manufacturer narrative:
Product analysis :review of data logs confirmed the customer comment that the programmer application crashed and generated a white screen error. The mobile programmer was able to reconnect to the mobile programmer base. When connecting the mobile programmer to the patient connector it prompted the user to re-enter the patient connector information however the mobile programmer did not recognize the patient connector. It was confirmed that this was due to a known documented issue. This complaint was confirmed based on log files. Correction: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the delay caused by the event was approximately five minutes. It was noted that the doctor implanted the device prior to the fix of the programmer issue and there was no connection to the implantable device when it was being implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer was used for an implantable device change. Prior to implantation the implantable device was set up and the user ended the mobile programmer analyzer session. The user departed to use the mobile programmer for session with a different patient. The user then returned and started a new session with the pre-programmed device. The mobile programmer application crashed and generated a white screen error. The user closed the mobile programmer application and re-started the application. The mobile programmer was able to reconnect to the mobile programmer base. When connecting the mobile programmer to the patient connector it prompted the user to re-enter the patient connector information. The mobile programmer did not recognize the patient connector and the user attempted to re-connect the patient connector a second time which did not resolve the issue. The user attempted to use a second mobile programmer and this issue also occurred with the second mobile programmer. It was also noted that the quick response (qr) codes wouldn't work. It was still possible to use the mobile programmer analyzer. As the implantable device was pre-programmed the physician implanted the device without reconnecting the mobile programmer components. The user deleted all associated devices from both mobile programmers which resolved the issue. Whilst the procedure was delayed the patient was unharmed and no patient complications have been reported as a result of this event.